Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a prime/fill anomaly. When the customer rewound the insulin pump, the dome label loosened. The driving shaft was being pushed out of the insulin pump. The customer had to press the driving shaft in order to be able to use the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had a missing end cap sticker, and a detached end cap. Unable to test for the prime/fill anomaly due to the physical damage. The pump had cracked battery tube threads, a broken reservoir tube lip and minor scratches on the lcd window.